Event description:
Additional information was received from the study team. Microcytic anemia was diagnosed. Hemoglobin dropped post procedure and the patient was iron deficient. The team treated the patient with 300mg venofer every other day for three doses. The relationship was also "possible". Significant oozing was noted to the right groin. Manual pressure was applied and the impella was removed per protocol for resolution of the bleeding. Another adverse event of vascular complication in which the superior mesenteric artery occlusion and embolism lead to splenic and renal infarcts with the relationship to be "probable" to impella.

Manufacturer narrative:
B.5 additional information was received and was added. H.6 health effect - clinical code and health effect - impact codes were updated to reflect new information provided. H.10 instructions for use were updated with new information to reflect all adverse events reported. The investigation of ventricular fibrillation (vf), heart valve damage, and access site bleeding ¿ major has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vf was not determined. The root cause of the heart valve damage issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. The root cause of the access site bleeding issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. As noted in the impella instructions for use: impella cp with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system section: warnings & cautions: warnings section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: impella cp with smartassist catheter insertion ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿. Section: use of echocardiography for positioning of the impella catheter impella catheter inlet to the aorta ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 revised as required intervention was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12721. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12721 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised reporting contact facility name and contact fax number as they inadvertently omitted from the initial manufacturer device report number 1220648-2024-12721. G.2 revised as study was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12721. H.6 codes 4453 and 4114 were reported incorrectly on the initial manufacturer device report number 1220648-2024-12721. New codes were added. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Event description:
The user facility reported a 36-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in canada had a cp placed to support a stemi (st elevation myocardial infarction) patient. The patient was enrolled in the stemi dtu protocol. The pump support was successful for the pci (percutaneous coronary intervention) and just under 7 hours. Weeks after explant the crf form was shared in which 2 ae with possible and probable relationship to the use of the cp was shared by the hospital. There was a possible relationship for the vf (ventricular fibrillation) arrest and shock, and the other ae of aortic valve damage at a cusp was probable relationship to the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿